Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and this transvenous defibrillation lead exhibited noise on the rate/sense channel. The noise was oversensed, resulting in pacing inhibition where the patient experienced asystole. The noise could not be reproduced with isometrics or deep breathing. The physician was looking for programming options to ensure pacing through the noise. A boston scientific technical services (ts) consultant discussed noise response programming. Additional information was received that noise and oversensing continued with the system and recently surgical intervention was performed. The generator was explanted and replaced, while the pace/sense portion of the rv lead was surgically abandoned and the high voltage portion remains in service. A previously capped brady rv lead was evaluated, and now is the active pace/sense lead for the rv. No adverse patient effects were reported.

Manufacturer narrative:
No additional information was received from the field. As of today, available information suggests this device and lead remain in service without further complication. Should boston scientific receive additional information related to this clinical observation, this event will be reopened and updated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.